Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2019 that on (B)(6) 2019, the receiver had intermittent audio output. No additional event or patient information is available. No product was provided for evaluation. The complaint confirmation of the receiver having intermittent audio output could not be determined. A probable cause could not be determined.

Manufacturer narrative:
(B)(4).

Event description:
The product was evaluated. An external visual inspection was performed and passed. Receiver charge and boot tests were performed and failed due to the receiver not turning on. Manual functional "try it" tests were not performed due to the receiver not turning on. Functional tests were not performed due to the receiver not turning on. The audio speaker resistance was measured and passed. An internal visual inspection was performed and failed due to moisture damage. Pictures were taken. The receiver log was not downloaded for review due to the receiver not turning on. Confirmation of the allegation and a probable cause could not be determined. No injury or medical intervention was reported.